Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The patient's daughter stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient is taking drugs for high levels of vitamin k. On (B)(6) 2018, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 4.91 inr (quick time 63.80 seconds, 14% prothrombin activity). A sample from the patient was tested on the meter at an unknown time, resulting with a value of 6.90 inr. On (B)(6) 2018, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.34 inr. A sample from the patient was tested on the meter at an unknown time, resulting with a value of 4.60 inr. On (B)(6) 2018, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 5.58 inr. A sample from the patient was tested on the meter at an unknown time, resulting with a value of > 8 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3.5 - 4.5 inr.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is 4.5. Values 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.